Event description:
Meter reads blood as control. Patient did not experience any symptoms at the time of testing. Patient contacted md for advice. Patient did not receive any treatment. Patient was using the correct technique and customer service was unable to resolve the issue and sent patient a new meter.